Event description:
It was reported that the patient was hospitalized with signs of beginning right heart failure. The patient was had their antiretroviral agent medication increased and was started on blood pressure medication. The patient was also started on ultra-filtration in case of volume overload. It was further reported that their mean pulmonary arterial pressure (papm) was approaching despite maximum therapy and the patient had increasing infection parameters. The patient expired, and the cause of death was not provided.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient was hospitalized with signs of beginning right heart failure. The patient had their antiretroviral agent medication increased and was started on blood pressure medication. The patient was also started on ultra-filtration in case of volume overload. It was further reported that their mean pulmonary arterial pressure was approaching despite maximum therapy and the patient had increasing infection parameters. The patient expired, and the cause of death was not provided. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure, infection, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.